Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with the lead fracture near the clavicle.

Event description:
During follow-up, loss of capture due to lead fracture near the clavicle was noted on the left ventricular lead. The lead was deactivated until it was capped and replaced by a right ventricular lead. Additional information was requested but not available.